Event description:
It was reported while ablating in the patient's left atrium an ee alarm was noted on the generator. The catheter was removed from the patient and flushed. It was noted that fluid was leaking from the bottom of the handle. The catheter was replaced and the procedure continued successfully with no consequences to the patient.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by manufacturer: (B)(6) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.